Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked battery door knob. Event log history was performed and showed that high alarm displayed: "cassette not attached properly" in history. During analysis, the customer's stated problem was verified. The device was inspected and functional tests performed, it failed downstream occlusion high pressure calibration. It also alarmed and displayed "cassette not attached properly" when latched during prime test. Further investigation of the pump found that the downstream occlusion sensor was defective and the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.